Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2022-00157. A physician reported two hakim valves were implanted in a (B)(6) year-old female patient via v-p shunt in 2020 with unknown setting. Both valves were implanted at the same time. On (B)(6) 2022, the set pressure of the valves could not be changed, and x-ray examination confirmed ventricular enlargement. A cerebrospinal fluid drainage is being performed. In he first week of april a revision surgery was performed, one valve was replaced and the patient recovered. The other valve has a poor change in the set pressure, but since no obstruction has been confirmed, it remains implanted.

Event description:
N/a

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10. The hakim valve (ID 823842) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, the possible root cause for the for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.